Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a condition of high air in line printed circuit board (ail pcb) calibration. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 09 2007. Evaluation summary:during product evaluation, the air in line printed circuit board (ail pcb) values were found to be high; out of specification. The failure code 810:11 was found in the event history was determined was the cause of the high ail calibration values. The ail pcb was replaced and the device was tested. The facility reported the infusion pump with a failure code 810:11. The failure was reported to have occurred during biomed testing.